Event description:
It was reported that the patient's pacemaker exhibited failure to capture. No intervention or patient condition was reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicates that the patient presented remotely to the clinic via merlin.net transmission. Programming changes were performed to address the failure to capture. The patient was in stable condition.